Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tube, the customer noticed that the gel separator is full of air bubbles and appears foamy on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-oct-2024. Investigation summary: bd received nine (9) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles - before use was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles- before use with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tube, the customer noticed that the gel separator is full of air bubbles and appears foamy on unspecified number of tubes. No patient impact reported.